Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell six of six of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm and the patient was to finish therapy using manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.